Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation, corrosion was found on the force sensor assembly. During testing, the load step did not detect the cartridge and emitted a "no cartridge detected" warning. Unrelated to the complaint, the ok, up, and down buttons were found to be intermittently responding to button presses; contamination was found under the button contacts. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
Patient reports the she loaded a cartridge with 200 units in it and pump loaded until 140 units, dispensing insulin during load cartridge phase.